Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a power issue with moisture behind the display screen. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2017 with the following findings: a review of the pump histories showed call service 054 alarms. During investigation, a visual inspection of the pump showed no damage to the battery compartment or battery cap. The battery cap was found to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. There was moisture visible in the display. A leak test was performed and a case crack leak was found. The pump was opened and there was evidence of moisture damage found on the printed circuit board.